Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was a high pacing threshold

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) did not show good threshold measurements. The leadless ipg was recaptured to be redeployed but it was impossible to deflect the delivery system. The leadless ipg and delivery system were removed and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.